Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The usb cable being used with the receiver was returned for evaluation. The device was visually inspected and passed. A load test was performed and passed. There were no defects found for the usb cable. The usb power supply being used with the receiver was returned for evaluation. The device was visually inspected and passed. A load test was performed and passed. There was no problem found for the usb power supply. The root cause was determined to be a defective speaker.